Event description:
Additional information was received that the patient experienced clicking sounds from the nail during distraction sessions. X-rays reportedly showed signs of preconsolidation which were confirmed during a revision procedure on (B)(6) 2024 in which the surgeon remade the osteotomy and checked the nail intra-operatively for functionality. The nail appeared to be working, however, a few weeks following the procedure, the patient had not distracted more than 1-2mm as seen via x-ray. The patient then underwent another revision procedure in which the nail was replaced a new nail.

Manufacturer narrative:
A review of the device history record (DHR) confirmed the device met all required quality inspections and specifications prior to release.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the nail being non-functional. No additional information has been provided.